Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: h6-investigationd findings code 114 changed to 706; investigation conclusions code 12 changed to 25. The device was returned to the factory for evaluation on 08/07/2025. An investigation was conducted on 8/13/2025. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold metal jaw. The detached silicone insulation was not returned for evaluation. Based on the condition of the device as well the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. A DHR review was conducted: the DHR, shoop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. A manufacturing engineering evaluation was conducted on 19nov2025. A visual inspection was performed. Evaluation details: the complaint was confirmed for "peeled/delaminated jaw". The complaint device did not show any signs of clinical use. Upon closer investigation it was observed that a piece of the silicone overmold had detached from the metal jaw. Conclusion: the manufacturing engineering evaluation determined the probable root cause of the reported failure "peeled/delaminated jaw" was most likely a packaging issue where the damage to the silicone jaws was not identified during inspection. The lot # 3000483743 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. The DHR was reviewed for the lot # 3000483743. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that out of box, silicone sheath on cautery jaws was partially missing on one side. Device was never placed in patient. There was no evidence of box/packaging damage prior to opening. No significant delay in case. No harm to patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: h6 - device code changed to 1454. The device was returned to the factory for evaluation on 08/07/2025. An investigation was conducted on 8/13/2025. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold metal jaw. The detached silicone insulation was not returned for evaluation. Based on the condition of the device as well the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000483743 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.